Event description:
The customer reported the evis exera iii xenon light source power switch fails to stay on. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, reported issue was confirmed due to a faulty harness switch. In addition, a worn-out socket slider switch causing intermittent use of high intensity mode, corrosion inside the scope socket tubing, scope socket dust, and front panel mouth crack were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation a definitive root cause of the faulty harness switch could not be identified. Olympus will continue to monitor field performance for this device.